Event description:
During the case one of the grasper's tips broke off and fell into the patient. The surgeon was able to successfully retrieve all parts of the device from the patient.what was the original intended procedure?see above.device #1is this a laboratory device or laboratory test?no.